Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. Subsequently, it was replaced with a same model lead. This rv lead would not return. No additional adverse patient effects were reported.